Event description:
The patient underwent the successful coil embolization of a basilar artery aneurysm. Approximately eighteen hours post procedure, the patient presented with slight hemiparesis of the left side predominantly the leg compared to the arm. An MRI revealed sub acute strokes in the right thalamic and left pedunculus cerebellaris medius regions. The patient was given 1000u per hour of heparin for forty eight hours after the diagnosis. The physician believes that the most probable cause of the stroke was a "thromboembolic process during the procedure." The patient required prolonged hospitalization and was discharged from hospital with "a slight hemiparesis and a disturbance of fine motor skills on the left side." The event was reported to be resolved without residual effect twenty seven days from onset.

Manufacturer narrative:
There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.